Manufacturer narrative:
The instrument was not returned for evaluation, therefore, no conclusion can be drawn regarding the customer reported complaint.

Event description:
It was reported that during the beginning of the da vinci prostatectomy procedure, it was noticed that the monopolar curved scissors instrument was dull. The instrument was replaced with another monopolar curved scissors instrument which was also dull. The planned surgical procedure was delayed 30-40 mins. No patient harm, adverse outcome or injury was reported. MFR. Report# 2955842-2007-00313 was created for the second monopolar curved scissors instrument used during the surgical procedure.